Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided there is a temporal relationship between peritoneal dialysis therapy on the liberty cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty cycler or cycler set, additionally, there is no reported machine malfunction related to this event. Based on available information the cause of the peritonitis is unknown.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed the patient was hospitalized due to peritonitis. The patient¿s signs and symptoms were not reported. The patient revealed that they would be transitioning to hemodialysis (hd). Upon follow up the peritoneal dialysis registered nurse confirmed the patient was hospitalized due to peritonitis, however could not provide hospitalization dates. The culture results were not available. The patient was treated with intravenous (IV) antibiotics (type, dose, strength, frequency and duration unknown). The hospital treatment course was unavailable. The pd nurse reported the patient has transitioned to hemodialysis, but could not provide further details. Additional information was requested but unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.